Event description:
During a follow-up check in 2009, an angiography was performed for the status of the precise stent and there seemed to be a fracture on the stent strut around the middle part of the stent. There was no restenosis and pt injury reported. The pt did not exhibit any signs or symptoms prior to the follow-up. The precise stent was implanted in the internal carotid artery. There were no anomalies noted. The stent was post-dilated with an aviator. The post dilatation balloon length was 20mm and the diameters 5mm. The physician never confirmed that stent fracture and only thought of the possibility. The physician informed that he wanted to find out whether the stent was fractured or not. The stent was not completely separated. There was no migration of the separated segment. There were no negative consequences associated with the stent fracture. There was no restenosis, thrombosis, flow limitation, or aneurysm. There was no treatment given for the fractured stent. There was no injury to the pt reported. In 2008, the pt received a carotid artery stenting procedure. The angioguard xp was delivered and the stent was placed in the target lesion. Pre-dilatation was completed with an aviator (4x30 mm) and post-dilatation with an aviator (5x20mm) balloon catheter using indeflator (encore, boston scientific). The blood flow was normal throughout the procedure. The target lesion was left internal carotid artery. The pt was male, but age was unk. There were mild calcification and moderate vessel tortuosity, the rate of stenosis was 80%.

Manufacturer narrative:
This device is not available for analysis. Additional info will be provided within 30 days of receipt. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of the lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No non-conformance records were issued for this lot. No excursions were found for lot. A device history record (DHR) review was requested to nitinol devices & components (ndc) and the results indicate that the stent shipped meets specified release requirements.